Manufacturer narrative:
The device was not returned to essential medical for investigation purposes. Initial access was not done under ultrasound or use of angiograms. Procedural requirements list arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Initial puncture was located on the side and beyond the bifurcation. The IFU warns do not use if puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1.) Anchor catching the bifurcation or being positioned incorrectly, and/or 2.) Collagen disposition into the vessel. Adverse events associated with any large bore intervention include failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring transfusion, surgical repair, and/or endovascular intervention. The DHR documentation reviewed and no non-conformities identified. Based on the information reviewed, there appears to be no product quality issue with respect to the manufacture, design, or labeling.

Manufacturer narrative:
The EU IFU lists failed hemostasis requiring mechanical compression, application of balloon pressure from a secondary access site, or placement of a covered stent and accidental positioning of some or all of the collagen plug within the femoral artery as possible adverse events. An investigation has been opened to review risk documentation and device history record.

Event description:
A tavr procedure was performed on (B)(6) 2019. The initial puncture was said to be "on the side of the target vessel but beyond the bifurcation." Pulsatile bleeding was seen following deployment of manta 18f for closure. The lock advancement step was performed two times in an attempt to achieve hemostasis, neither of which reduced "pulsatile bleeding." Manual pressure was held while a balloon was advanced from the contralateral side. The balloon was inflated for 10 minutes and hemostasis was achieved. The physician chose to place a covered stent due to concern that the manta implant was in the vessel. It was reported that there was "no impact on patient outcome."